Event description:
It was reported that during a revision of the abgii, the modular stem extractor failed to function correctly. The locking pin engaged and pushed the neck connection away.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown modular stem extractor. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding an instrument not functioning correctly involving a unknown modular stem extractor was reported. A photograph of the device assembled with an femoral stem was provided. Nothing can be learned from this photograph. The event was not confirmed. It is not believed that patient factors contributed to the reported event. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Device not returned to manufacturer.

Event description:
It was reported that during a revision of the abgii the modular stem extractor failed to function correctly. The locking pin engaged and pushed the neck connection away.